Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the cable was damaged and it was replaced. It was further noted that the head's label was replaced as an associated repair.

Event description:
It was reported that the radiofrequency programmer head had a damaged cable. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.